Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the event history for another report, it was discovered that a downstream occlusion alarm occurred three times during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.